Manufacturer narrative:
D4: lot #: customer provided three suspect lots 24k021t267, 23d21t166, and 24d01t176. D4: expiration date and UDI of the suspect lot# 24k021t267 could not be populated. D4: expiration date (suspect lot# 23d21t166): 03/31/2028 and UDI: (B)(4). D4: expiration date (suspect lot# 24d01t176): 03/31/2029 and UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked at the luer lock that was connected to the bung on the baby¿s peripheral intravenous (piv) line. The piv line was removed, and a small crack was observed in the plastic at the point where it connects to the bung. The device contained total parenteral nutrition (tpn). This event occurred in the neonatal intensive care unit (nicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.